Manufacturer narrative:
Product complaint # (B)(4). The following information was requested, but unavailable: device lot number? How was the procedure completed, was another securestrap used? Status of device return? If the device was returned, provide the tracking number? Attempts were being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a hernia repair on (B)(6) 2019 and the absorbable straps were used. It was reported that during the operation, the hand piece did not fire the clips and when it was fired they did not close. The procedure was successfully completed. There were no adverse patient consequences reported.